Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the part which held on the clip was deformed and the clip detached from it. Tube joint tore from the tube sheath. In addition, there was handle damage and coil sheath bent near handle. The slider worked smoothly. Also, as the result of checking the mfg record of the same lot, nothing abnormal detected. Omsc therefore assumes that this event was attributed to the large angle of the bending section of the endoscope or the handle mishandling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus med systems corp (omsc) was informed that the clip could not be detached from the device after clipping tissue. The doctor tried to pull out the tube sheath several times but the clip could not be dislodged from the tissue. The nurse took pliers to prevent the tissue from tearing and attempted to cut the insertion portion of the device. When the nurse lifted the handle, the clip broke away from the device. The doctor replaced the subject device with another and completed the procedure. There was no report of patient injury regarding this report.